Event description:
It was reported that the patient has been hospitalized for a possible stroke. Relationship to the vns is currently unknown. No other relevant information has been received to date.

Event description:
Additional information was received that the patient's depression was at pre-vns baseline levels and was not related to vns in any way.